Event description:
It was reported that the customer fell on the insulin pump and the display went blank and looked like ink was spilled on it. Following advice to remove the battery for ten minutes, clean the battery cap contacts, and insert a new battery, the display did not return. It was advised to discontinue use and revert to a back-up plan. Customer's blood glucose was 125 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass. We were unable to test for a blank screen due to the damage on the lcd. The pump also had a cracked case at the display window corners, a cracked reservoir tube lip, a cracked belt clip slot, and minor scratches on the display window.